Event description:
It is reported that post a lap adjustable band procedure, the band had to be removed from the patient, because of a fibrous stenosis/ esophageal obstruction. There were no other pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.